Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device migration issue was observed. Device system was explanted as a result to resolve the issue. Device explant date is estimated. No further information is available at this time.